Manufacturer narrative:
D10 concomitant medical product: egia45axt, egia45axt egia45 artic extra thicksulu, (lot# n4j1454y) sigphandle, sig power sigphandle handle, (serial# unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a robotic low anterior resection, the device failed, prompting the surgical team to switch to the powered stapler with a black reload cartridge. While using the powered stapler, the reload malfunctioned, ceasing to function and becoming unresponsive during an attempt to retract the knife blade. Despite following the troubleshooting guide and attempting manual retraction, the reload remained locked on the tissue. The articulation joint of the reload was later found to be broken. They had to use another instrument to separate the reload from the tissue. The surgery was completed using different stapler to resect and re-staple, and suturing was done as a staple line reinforcement.

Manufacturer narrative:
Additional information: g3, h3, h6. Correction: d3 (MFR name, street 1); g1. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. A visual inspection of the returned photos noted that the first returned photo contained a view of a reload. No handle was seen in the returned image. An adapter and manual retract tool could be seen in the background of the image; however, no determinations could be made regarding these products. The I-beam was seen to be advanced and the jaws of the reload were clamped. The reload was noted to be articulated to the left and the non-articulation side blowout plate was fractured proximally. The laminates were herniated out of the articulation joint. The second returned photo contained a view of the reload being used in surgery. Again, the damage to the blowout plate and laminates was noted. No handle or adapter could be seen in the returned image. It was reported that it was difficult to retract the knife blade, the articulation joint was broken and the instrument was locked on tissue. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly re viewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.